Manufacturer narrative:
Complaint is confirmed. The device was not received for investigation, however a picture of the device was provided which shows the central peg of the ar-9236-03pp batch 1027261803 to be broken off. As the device was not returned for investigation the cause of the breakage could not be determined.

Event description:
On 08/27/2021 it was reported by a sales rep via email that on (B)(6) 2021 during an eclipse/vault lock tsa using an ar-9236-03pp univers vaultlock¿ glenoid trial, large, when removing the vaultlock trial the center post broke in the central hole. The doctor was able to put a guidewire into the post and remove it. A replacement is needed for the tray.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.